Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative that during intraocular lens (iol) implant procedure, the haptic came out straight or bent. Procedure completed on the same day. Additional information has been requested. There are three medical device reports associated with this file. This report is associated with the 1 of 4 files.